Manufacturer narrative:
On august 6, 2020, mentor was made aware of the following "patient hasn't call back for surgery and healthcare professional wants the complaint to be on hold, regarding discrepancies of implants she replaced the left". Clarification is in progress since date of explant was not provided as patient has not called back for surgery and also mentioned patient replaced the left side. When additional information is received, supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient of an unknown age underwent revision breast augmentation with unknown implants, and experienced bilateral gladular ptosis, and wanted right side smaller and left side replaced. No complications were reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are in progress for further clarification and lot number information. Once information is received, supplemental report will be submitted. This report is for the patient¿s left-sided device.